Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited minute ventilation oversensing on the right atrial (ra) channel. The oversensing resulted in inappropriate mode switches. In addition, ra pace impedances varied from 800 ohms to 1300 ohms. At this time, the system was reprogrammed to turn the minute ventilation feature off, and the patient will be monitored. No adverse patient effects were reported.